Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted distal gastrectomy. According to the reporter: using a laryngoscope, the anvil was inserted orally. When the tip of the tube was pulled from gastric stump, the anvil and the tube were disengaged. Used other device. The surgeon had to resect more tissue than what was originally planned due to the product problem. No bleeding. Nothing fell into the patient cavity. Not extended more than 30 minutes.